Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon would not inflate. No tissue damage or tissue loss. No unanticipated. No extension of surgical time.